Event description:
As part of a retrospective review of programming history data in the programming history database it was identified that this patient had with high lead impedance on (B)(6) 2011. Good faith attempts will be made for further details about the event.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.